Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the final thighting of an expedium verse construct 1 of the 2 torque limiting handles malfunctioned. It blocked and did no longer release at the torque of 80lbin. We continued with the remaining torque limiting handle without any problem. There was no harm to the patient and the surgery was finished successfully. No further information is available. Patient consequence? : no. Action taken for procedure:used the remaining torque limiting handle to finish surgery.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque wrench handle revealed minor wear. Torque testing was performed. It was found that the wrench was consistently under torquing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque limiting handle has a potential field age of over 1.5 years. It has been extensively used based upon its worn appearance and was likely subject to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the under torquing of the handle can be attributed to lack of maintenance. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.